Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a ruptured 44mm abdominal aortic aneurysm. The proximal diameter was noted as 18mm and 30mm in length. Neck angulation was 15 degrees. Slight vessel tortuosity was noted. Vessel calcification was noted. It was reported 4 days post the index procedure follow up CT identified a endoleak. Intervention was performed where 2 non mdt limbs were placed in the main body. No endoleak was observed post the intervention. Per the physician the cause of the endoleak was due to a crack that occurred in the main body during the initial procedure.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1616c93ej, serial/lot #: (B)(4), ubd: 19-sep-2024, UDI#: (B)(4) ; product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 31-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Update h.2: and 'additional codes'. Film evaluation summary: the reported endoleak was confirmed, on the films provided. However, the source and subtype of endoleak could not be fully determined. The reported crack in the main body graft could not be confirmed. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source. And rule out other potential endoleak sources was not available for review. It is most likely, that this endoleak was a type ii endoleak, due retrograde flow from a patent ima communicating directly with the aneurysm sac. However, the presence of a concomitant type IV endoleak cannot be ruled. It is possible, that the gap noted, between the stents at the level of the flow divider may have increased the fabric porosity in the area. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. A type iiib fabric endoleak is unlikely to have occurred, so soon after the index procedure. Analysis of the returned films did not reveal, any obvious stent graft integrity issues such as fractures or any event related to the implanted limb stent grafts . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received: it was reported that it is unknown if the crack seen in the main body was a stent fracture. It is likely that the source of the unknown endoleak is the main body bifurcate stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.